Event description:
The user facility reported a 29-year-old male was implanted with an impella cp device for mechanical circulatory support. The impella cp encountered low pump flow issues. The pump had constant suction and multiple attempts were made to reposition the pump despite being in the appropriate location per the echocardiography. Subsequently, the decision was made to explant the pump due to the constant suction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.